Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d4, h4 and h6. Device was not returned for evaluation and the complaint could not be confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited no image. Initially the customer did not have access to the equipment. When the customer called back it was noted that color bars were seen with camera head connected. The customer moved/manipulated the camera head cable, and the image was displayed. It appeared it may have been related to the scope video connector not being fully seated but it could not be verified. During troubleshoot, could not cause the image to drop out again. The customer did get an e311 error which was quickly rectified by performing a white balance. There were no reports of patient harm or impact associated with this event.